Event description:
It was reported that patient underwent knee surgery in 2007. Two days later, resistance was encountered during removal & catheter separated at the tip. As a result, an x-ray revealed approx. 1 cm to a 1 1/2 cm catheter segment in the patient's groin area. An orthopedic surgeon was notified for further consultation. Orth. Surgeon decided that segment would remain in place inside patient. The patient was made aware of the status, & the information was noted in the patient's chart.

Manufacturer narrative:
Device will not be returned for evaluation. A DHR review was performed without findings. A follow-up report will be filed if more information becomes available.